Manufacturer narrative:
Intuitive followed up and obtained additional information. Cable was black. The customer commented the wire was completely broken. Wire was exposed due to damaged insulation. Wire was completely broken. There was loss of cautery. No arcing was observed. There was no injury to the patient. No images and no patient information was available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The fenestrated bipolar forceps instrument was found to have a broken conductor wire at the yaw pulley location. The instrument failed the electrical continuity test, confirming a complete break in the wire. No signs of thermal damage were observed. Components adjacent to the broken wire do not show any damage, which may suggest potential mishandling or misuse of the instrument. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user noticed that the fenestrated bipolar forceps had a broken conductor wire. The instrument was removed and replaced with a backup. Following this, the user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.